Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. H10 additional narrative: added: h6 (patient code).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary unicompartmental surgery. This was revised to a pfc tc3 revision on (B)(6) 2014 (please note that I do not believe that the uni knee was a depuy product but a complaint search may establish this). Following the pfc tc3 revision, the patient has complained that the knee has never felt good. Recent x rays show extensive heterotopic ossification, especially around the lateral edges of the tibial component. A decision was made to open the knee on (B)(6) 2020 to remove the extra bone. As expected there was fairly extensive bone around the lateral edges on the component which appeared to be impinging on both the soft tissue and the mobile bearing insert. This bone was removed and a new 15mm tc3 rp bearing inserted (same bearing that was removed to gain exposure.